Event description:
The manufacturer received information alleging a trilogy ev300 device failed system set-up test. Service and parts are required. There was no allegation of patient harm. The device has not been returned for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed system set-up test. Service and parts are required. There was no allegation of patient harm. The trilogy ev300 was returned to the manufacturer's service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices failed system setup test. In conclusion, the device's 3 -way and aecm solenoid valves were defective and were replaced to address the issue. The root cause is confirmed at this time. The device passed final test. The system meets the specification for the performed service and is returned to use.